Event description:
The customer reported that a pt death occurred and that the bedside alarms were not triggered and all alarms were off and the staff is stating that they did not turn off the alarms.

Manufacturer narrative:
Limited info is available and does not yet indicate whether or not the users turned off the alarms. Turning off alarms requires several different and specific steps in configuration mode and so cannot occur spontaneously. Philips is in the process of obtaining add'l info regarding this event and the complaint is still under investigation. A final report will be submitted once the investigation is completed. (B) (4)